Event description:
Account alleged that the bed exit would not alarm when the patient left the bed. Account stated that there were no injuries. Account alleged that a patient was in the bed and the bed was being used in a general psychiatric area. Account alleged that when he lifted the mattress the bed exit would then alarm. Account stated that he then set the bed exit alarm again and when the patient left the bed the bed exit alarmed.

Manufacturer narrative:
Account states that the bed exit is working properly at this time.